Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose value ranged from 110-140 mg/dl. The customer reverted to manual injections for insulin therapy.